Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer experienced high blood glucose levels. Customer's blood glucose level went up to around 500 mg/dl. They were thirsty. The customer used the insulin pump to treat their blood glucose level. The reservoir had a large air bubble. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful and motor error alarm did not recur. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.